Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the upper arrow button was sticking and the motor was making a grinding sound on the insulin pump. Customer's blood glucose was 500 mg/dl. Customer declined to troubleshoot for their high. Customer reported taking steroid medication. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, an unexpected grinding motor noise anomaly noted during rewind due to faulty motor. No unexpected motor noise during bolus delivery. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces, minor scratched lcd window and stained end cap sticker.